Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic gastric balloon placement, the patient experienced esophageal rupture. The procedure for balloon installation was cancelled, and the patient was taken by ambulance to the hospital. It was the opinion of the physician that the event was not related to the gastrointestinal videoscope or the procedure, but related to the patient¿s trophic disorder and individual features. The patient underwent surgery for suturing of the esophageal rupture. There were no reports of device failure.